Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead was unable to advance through the stylet. The ra lead was removed and replaced on (B)(6)2023. The patient had no adverse consequences.